Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump screen was blank when his son woke up. The customer's father also reported that they received a button error alarm when he inserted a new battery. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The battery would be replaced and the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. The insulin pump was unable to perform operating currents test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.